Event description:
It was reported that during a breast biopsy as they deployed the marker they noticed that the marker has jammed. When trying to remove the marker, the entire sleeve separated. They changed markers and finished the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.